Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 1.6, lab: 2.1. Patient target range on the meter is 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.